Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The remaining insulin reading is showing more than 20 units difference more than what is left in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: a rewind step was successfully performed then a 120u cartridge was placed in the cartridge compartment. When the load cartridge step was performed the piston stopped short before recognizing the cartridge. Unrelated to the original complaint, the audio bolus button cover was fully intact but the button was unresponsive to user presses. The button cover was removed and the white plastic slug was missing under the button cover. The cartridge compartment was examined and the white plastic slug from under the bolus button cover was found lodged in the compartment. The white slug was removed from the cartridge compartment and then the piston was able to load to the 120u cartridge and was found to be functioning normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.